Event description:
Procedure: urogynecological. According to the rptr: as a result of having the product implanted, the pt has experienced serious bodily injuries, extreme pain, erosion of serious internal bodily tissue, dyspareunia, painful scarring, permanent bodily impairment, permanent physical deficits, sequelae, has required medical treatment and add'l surgery.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).